Event description:
It was reported that a pt turned off a pump due to frequent alarms; this caused the IV line to clot (medication, programmed amount and delivery rate unk).

Manufacturer narrative:
(B)(4). The device was not returned to sigma for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted. At this time, the date of event is unk.